Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier alert. The right ventricular lead exhibited high out of range high voltage impedance. All other electrical measurements were in range. Chest x-ray was performed and the imaging not clear; the physician suspected the lead was fractured. No intervention was performed. The patient was in stable condition during and post event and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the lead was explanted on (B)(6) 2018. Portion of the lead could not be explanted and remained implanted. The patient was in stable condition and will continue to be monitored.